Manufacturer narrative:
Device has been requested, but has not yet been returned. Device evaluation is anticipated. (B)(4). Device manufacture date: 06/11/2015 no anomalies were observed in the device history record review that would contribute to the issue. Without return of the device, a definitive root cause for the reported event could not be determined. Attempts to retrieve the device and additional information have been made.  Should new information be received, a supplemental MDR will be submitted.

Event description:
A customer reported a positive result with a cyclesure 24 biological indicator (bi) after a completed sterrad 100s cycle. The bi was incubated for 36 hours. After sterilization the chemical indicator (ci) changed color correctly. There was no problem with storage of the product or the facility's process. The previous and subsequent bi results were negative. The load consisted of two 30/70 scopes and one basic laparoscope. The laparoscope was released and used on a patient. There was no injury or harm reported with the issue. This event is reported to the FDA since the load was partially released and used on a patient before the cyclesure 24 bi results were confirmed.

Manufacturer narrative:
Method: actual device not evaluated. Result: no results available since no evaluation performed. Asp investigation summary: the investigation included a review of the device history record (DHR), trending of the product malfunction code, trending of lot number, system risk analysis (sra), product return and retains analysis. The DHR was reviewed and the involved lot met manufacturer specifications at the time of release. No anomalies were observed that would contribute to the customer's experienced issue. Trending analysis for the product code of 'suspected positive bi" was reviewed from august 2014 through february 2015 and revealed a significant trend which was addressed through CAPA. Trending analysis by lot number for "suspect positive bi" and"load not recalled" was reviewed from 06/11/2015 to 07/29/2015 and trending was not exceeded. The sra indicates the risk associated with exposure to biohazardous, pathogenic or infectious material is "low." The suspect positive bi was not available for evaluation. Thirty-two retains bis were subject to functional evaluation. All thirty-two bis met specification. It is unlikely the suspected positive bi was caused by a manufacturing issue as the retains met functional specification and DHR review found no anomalies that would contribute to a positive bi result. An issue with sterrad® performance is also unlikely as the cycle passed and the chemical indicator disc changed correctly. The customer stated subsequent bi was negative for growth. The cyclesure® retains met functional specification. As a result, there is not an issue with product performance when used per the instructions for use (IFU). The issue will continue to be tracked and trended.